Event description:
It was reported that during the implant procedure, this right ventricular (rv) was found to have an acute kink at the proximal end of the lead. The physician exchanged the lead to resolve the event and no adverse patient effects were reported. The rv lead is expected for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the clinical observation of an acute kink at the proximal end of the lead body with a bent stylet. The bend/kink occurred at the lead terminal and tip - likely due to handling damage. Electrical continuity testing and helix mechanism testing were also performed which showed normal results. The clinical observation of a lead kink was confirmed to likely be the result of induced damage during handling at the implant procedure. The observed lead body damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) was found to have an acute kink at the proximal end of the lead. The physician exchanged the lead to resolve the event and no adverse patient effects were reported. The rv lead was subsequently received for analysis.